Event description:
A customer reported an issue with the time settings on their pump, which were incorrect with a discrepancy greater than five minutes. There was no adverse impact to the customer's blood glucose level, as previous settings did not result in extreme values. Technical support assisted the customer in updating the pump time, advised them to monitor the situation, and recommended following up if the discrepancy recurs.